Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused something in the lung and headaches. The patient did report receiving medical intervention and saw a healthcare provider. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on sep 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging has a buning smell she is getting headaches and the dr has found something in her lung as well that are related bipap device's sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal investigation, the manufacturer observed that there is broken ui (users interface) knob, the air outlet port and air inlet had tan dust -like contamination in it. Pca9 printed circuit assembly) has significant dust-like contamination all over the top of it especially near the ui knob area. Dust-like contamination on the top of the blower box lid and surrounding, on the top of the blower motor and inside of the blower box. Potential fluid spots on bottom of the blower box indicate possible water ingress, on bottom of and inside the blower motor indicate possible water ingress. Bottom enclosure had dust-like contamination on it. Air inlet seal had yellowed and dust-like contamination in it. The sound abatement foam was intact and had dust-like contamination on top of it. Manufacturer observed from an inspection of humidifier, flip lid seal had unknown contamination on it. White and brown dust-like contamination, throughout humidifier enclosure. Unknown white dust-like contamination on and under the heater plate, on the dry box seal. Potential mineral deposits on the water tank pan. Unknown white and brown dust-like contamination in the iso port (international organization of standardization). The contamination found in the humidifier enclosure are considered not to be in the airpath. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 3 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed was able to get care orchestrator information from device. The manufacturer was able to confirm the complaint of burning smell. Possibly due to the thermal event on humidifier harness connector and pca. The manufacturer confirmed the presence of dust-like contamination and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.